Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the side stream etco2 sensor had defect. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site.